Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received repeated altitude alarms for the past three days. The customer's blood glucose (bg) level was above 300 mg/dl occasionally and around 200 mg/dl at the time tandem technical support was contacted. The customer administered manual injections to manage bg levels. The customer indicated that would use manual injections as alternate insulin therapy.